Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endoprosthesis procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with the first proglide attempted to be placed at the 10 o'clock position. The suture of a new proglide device was attempted to be replaced; however, there was no suture with plunger removal. A large hematoma developed causing swelling. A hemorrhage was controlled with a 9f sheath. The vessel was opened surgically and it was noticed a second hole was made by a broken foot of the second proglide device. The white link and broken foot were found outside the artery. The vessel was repaired and the hematoma was treated with surgery. The procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hemorrhage, hematoma and tissue injury are listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the difficulties could not be determined. Factors that contribute to needle to cuff miss and foot detachment may include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue), or failure to maintain a stable position of the device with respect to the tissue tract. The reported patient effects of hemorrhage, hematoma and tissue injury are known inherent risks of the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.e1: facility information.